Event description:
The user received questionable results for creatinine jaffe generation 2 - compensated method for serum and plasma (crej2), cholesterol (chol), calcium (ca), total protein generation 2 (tp2), blood urea nitrogen (bun), glucose hk generation 3 (glu3), phosphorus generation 2 (phos2), alanine transaminase (alt), and albumin generation 2 (alb2) on the integra 800 analyzer (i800). The event involved sixteen patient samples. Fourteen samples gave discrepant results. The user said after review of patient data noted results for chol, crej2, bun, and phos did not pass delta check due to results not matching previous results for 14 patient samples. The patient samples were then repeated. Patient sample 1, the initial crej2 result was 2.6 mg/dl. The sample was repeated on the i800 which resulted at 2.5 mg/dl. This repeat crej2 result of 2.5 mg/dl was reported outside the laboratory. The sample was repeated twice on a c501 analyzer which yielded results of 0.8 mg/dl each time. A corrected report was called to the floor with the repeat crej2 result of 0.8 mg/dl. The initial alb2 was 2.5 g/dl. The sample was repeated on the i800 which resulted at 3.9 g/dl. The repeat alb2 result of 3.9 g/dl was reported outside the laboratory. The sample was repeated on the c501 which resulted at 3.9 g/dl. A corrected report for alb2 was not issued for this patient sample. The initial alt result was 13 u/l. The sample was repeated on the i800 which resulted at 23 u/l. The repeat alt result of 23 u/l was reported outside the laboratory. The sample was repeated twice on the c501 which yielded results of 13 and 14 u/l. A corrected report was called to the floor with the repeat alt result of 13 u/l. Patient sample 2, (B)(6) female, date of birth (B)(6). The initial crej2 result was 2.6 mg/dl. This result was reported outside the laboratory. The sample was repeated which resulted at 1.1 mg/dl. Instrument platform for this repeat testing was not provided. The initial ceaj2 result was corrected with the repeat crej2 result of 1.1 mg/dl. Patient sample 3, (B)(6) female, date of birth (B)(6). The initial timed chol result was 25 mg/dl. The sample was repeated on the c501 which resulted at 302 mg/dl. No information was provided if initial result was reported outside the laboratory or if a corrected report was issued for this patient sample. Patient sample 4, the initial ca result was 11.8 mg/dl. This result was reported outside the laboratory. The sample was repeated twice on the c501 which yielded results of 7.7 and 7.9 mg/dl. Both repeated results were accompanied by data flags. The initial ca result was corrected. No information was provided which repeat ca result was used as the corrected result. The initial crej2 result was 3.7 mg/dl. This result was reported outside the laboratory. The sample was repeated on the c501 which resulted at 1.6 mg/dl. This result was accompanied by a data flag. A corrected report was called to the floor with the repeat crej2 of 1.6 mg/dl. The initial phos2 result was 8.0 mg/dl. The sample was repeated on the c501 which resulted at 3.4 mg/dl. A corrected report was called to the floor with the repeat phos2 result of 3.4 mg/dl. Patient sample 5, (B)(6) female. The initial crej2 result was 2.8 mg/dl. This result was reported outside the laboratory. The sample was repeated on the c501 which resulted at 1.1 mg/dl. A second sample was collected from the patient as the initial crej2 result did not match previous crej2 results for this patient and the patient was to go home if crej2 result was normal. This second sample was run on the c501 which yielded a crej2 result of 1.0 mg/dl. This repeat crej2 result was called to the floor. Patient sample 6, (B)(6) female. The initial tp2 result was 7.5 g/dl. This result was reported outside the laboratory. The sample was repeated on the c501 which yielded a tp2 result of 6.0 g/dl. No information was provided if a corrected report was issued for this patient sample. Patient sample 7, (B)(6) male. The initial crej2 was 1.9 mg/dl. This result was reported outside the laboratory. The sample was repeated on the c501 which yielded a crej2 result of 0.4 mg/dl. This result was accompanied by a data flag. The initial crej2 result was corrected with the repeat crej2 result of 0.4 mg/dl patient sample 8, (B)(6) female. The initial crej2 result was 1.9 mg/dl. This result was reported outside the laboratory. The sample was repeated on the c501 which yielded a crej2 result of 0.7 mg/dl. A corrected report was called to the floor with the repeat crej2 result of 0.7 mg/dl. Patient sample 9, (B)(6) female. The initial bun result was 27 mg/dl. This result was reported outside the laboratory. The sample was repeated on the c501 which yielded a bun result of 126 mg/dl. This result was accompanied by a data flag. The sample was repeated a second time which resulted at 147 mg/dl. This result was accompanied by a data flag. A corrected report was called to the floor with the repeat bun result of 147 mg/dl. Patient sample 10, the initial crej2 result was 1.8 mg/dl. This result was reported outside the laboratory. This initial crej2 result failed delta check by the customers# laboratory information system as not matching a previous crej result for this patient. The sample was repeated on the c501 which resulted at 0.6 mg/dl. This result was accompanied by a data flag. The repeat result was used as the corrected result for this patient sample. Patient sample 11, (B)(6) male. The initial glu3 result was 440 mg/dl. This result was reported outside the laboratory. The sample was repeated twice on the c501 which resulted at 99 and 98 mg/dl. The initial glu3 result was corrected. No information was provided which repeat glu3 result was used as the corrected result. The initial crej2 result was 2.5 mg/dl. The sample was repeated twice on the c501 which resulted at 1.1 each time. This repeat result was used as the corrected result for this patient sample. The user said the patient was discharged from the emergency room. Patient sample 12, (B)(6) male. The initial phos2 result was 7.6 mg/dl. This result was reported outside the laboratory. The sample was repeated on the c501 which resulted at 3.7 mg/dl. This repeat result was used as the corrected result for this patient sample. Patient sample 13, (B)(6) female. The initial phos2 result was 7.1 mg/dl. This result was reported outside the laboratory. The sample was repeated on the c501 which resulted at 4.4 mg/dl. This repeat result was used as the corrected result for this patient sample. Patient sample 14, (B)(6) male. The initial bun result on (B)(6) 2010 was 74 mg/dl. This result was reported outside the laboratory. On (B)(6) 2010, the sample was repeated which yielded a result of 23 mg/dl. A second sample was collected from the patient on (B)(6) 2010 to verify the bun result of 23 mg/dl. This second sample resulted at 23 mg/dl. Patient was an ICU patient. The customer stated that they were not aware of any patient being affected by the event. No adverse events have been alleged regarding these discrepancies. The reagent lot number for crej2 was 63093101. The reagent lot number for ca was 62802801. The reagent lot number for tp2 was 63138001. The reagent lot number for bun was 62973801. The reagent lot number for glu3 was 63035301. The reagent lot number for phos was 62797901. The reagent lot number for alt was 62913901. The reagent lot number for alb2 was 62946201. The reagent lot number for chol was 62476401. The field service representative determined fluidics failure was the cause. He replaced multiple components. Performance tests were run and passed within specification.